Event description:
A ttc nail was implanted on (B)(6) 2021. At 7.5 months post-implantation images noted a broken calcaneal interlocking peg and nail backout of approximately 1cm; radiographs show union across tibiotalar and subtalar fusion sites with no clinical issues reported. A revision surgery was conducted at 9 months post-implantation to remove the phantom ttc nail and all interlocking pegs with no new hardware placed.